Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device disposition unknown.

Event description:
The manufacturer became aware of a study from (B)(6) hospital (B)(6). The title of this study is ¿tibiotalocalcaneal nail fixation and soft tissue coverage of gustilo¿anderson grade 3b open unstable ankle fractures in a frail population; a case series in a major trauma centre¿ and is associated with the t2 ankle arthrodesis nail. Within that publication, postoperative complications/ adverse events were reported, which occurred between 1 july 2011 and 30 june 2016. It was not possible to ascertain specific device catalogs from the report, a review of the complaint handling database, however, revealed that the events have not been reported by the hospital or by the author of the publication, therefore 10 complaints were initiated retrospectively for different adverse events mentioned in the report. This product inquiry addresses superficial post op wound colonization/infection. 4 out of 5 cases. The study states, ¿five other patients had wound swabs taken from the operative leg, which were positive for various bacteria. This gives an overall superficial post op wound colonization/infection rate of 29%.